Event description:
It was reported that a patient using the ilet experienced a blood glucose of 40 mg/dl and treated with 20 g or more of carbohydrates, often using non¿fast-acting foods such as lunchables, which led to subsequent hyperglycemia. The patient does not confirm lows with a fingerstick and has gastroparesis. No adverse clinical symptoms associated with hypoglycemia followed by hyperglycemia reported. Outcomes included an unexpected need for medication intervention for glycemic recovery and classification as a serious illness/impairment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified, specifically improper or incorrect method and failure to follow instructions; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Initial.